Manufacturer narrative:
The manufacturer evaluated the device and determined that water ingress and corrosion to the humidifier pca board had caused a thermal event which resulted in a void on the humidifier bottom enclosure." The manufacturer concludes no further action is necessary.

Event description:
A durable medical equipment (dme) supplier reported a thermal event in a heated humidifier device. There was no patient harm or injury reported.